Event description:
Information was received indicating that a smiths medical medfusion pump had been previously inspected for primary audible alarms. A smiths medical technician re-inspected the pump due to reports of additional primary audible alarms (paa). It was reported that the pump had additional paas after multiple inspections of the j9, with no obvious issues with the main speaker. A smiths medical technician completed device repair at the site and a paa background test error was found. The condition of the j9 connector was not correct per paa procedure and the glue had to be installed. The issue was discovered during bench testing and there was no patient involvement.